Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address pain and an implant fracture.

Manufacturer narrative:
The device associated with this report was not received for examination. Examination of patient x-rays confirmed femoral stem fracture. Review of the device history record did not reveal any related manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incident against the provided product/lot combination since release for distribution. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.